Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reference pr 5563434 reported via post market survey; however, the customer reported that a 'back flow of fluid leading to an underinfusion' was detected from a bd back check valve product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the bd back check valve products in the past 12 months.

Event description:
It was reported that while using unspecified bd¿ check valve clinician and/or any patients have encountered ten retrograde flow (back flow) of fluid leading to under infusion when using the bd check valve in the last month. The following information was provided by the initial reporter: clinician experienced: retrograde flow (back flow) of fluid leading to under infusion - 10.